Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) reached end of life (eol). The hcp considered the depletion to be premature. The cause of the event was not determined. The ins was replaced and the issue was resolved. The patient was alive with no injury. No further patient complications were anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery reached normal end of life and telemetry and output were okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient did not experience any symptoms. The implantable neurostimulator (ins) was programmed to c+, 1- at 3v, 60 usec, and 150 hz on the left side and c+, 5- at 3v, 60 usec, and 150 hz on the right side. It was unknown if impedances were checked.